Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. Based on the photographs and further assessment, a likely cause of this issue is the device was mishandled by the user and damaged. The images are consistent with rough handling and twisting motion during insertion and retraction into the joint space, and possibly making rough contact with the cannula. R&d reviewed the photographs and they indicated rough handling (misuse) of the probe. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame 167,506 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00004. Per the instructions for use, the user is advised to use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. Continuous flow of irrigant is recommended. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was used during an arthroscopic rotator cuff repair on (B)(6) 2021 when it was reported ¿when using the electrode during a dissection phase, the black covering has loosened from the lead and ended up in the patient's shoulder. For information, with the irrigation power established by the pump, doctor was unable to recover the foreign body.¿. There was no report of medical intervention or hospitalization for the patient due to the event. The procedure was completed with a 15-minute delay. This report is being raised on the basis of injury due report of component left in patient¿s shoulder.

Event description:
The customer reported that the device, aes-90sn, aes-90sn probe assy,suct,sin, was used during an arthroscopic rotator cuff repair on (B)(6) 2021 when it was reported ¿when using the electrode during a dissection phase, the black covering has loosened from the lead and ended up in the patient's shoulder. For information, with the irrigation power established by the pump, doctor was unable to recover the foreign body.¿ there was no report of medical intervention or hospitalization for the patient due to the event. The procedure was completed with a 15-minute delay. This report is being raised on the basis of injury due report of component left in patient¿s shoulder.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.